Event description:
Saphire quartz dilator for sciton diva cracked and exploded. Picture can be provided. I was performing diva vaginal laser treatment for pt. At conclusion of procedure, I removed the dilator from pt's vagina. As it was removed, I heard a loud popping noise and something flew over my head. Once pt was dressed and left the room (pt had no adverse event and wasn't aware of what happened). I examined the dilator. It had cracked and a whole section flew off and landed on exam floor. The sciton joule laser had recently had yearly maintenance service and performed at normal levels. The dilator that was used had been received from MFR within the last 2 months.